Manufacturer narrative:
The instrument associated with this report was not returned for examination. The reported lot code of a0906 indicates a date of manufacture of (B)(6) 2006. The investigation is unable to draw any conclusions without physical evaluation to evaluate the failure being described. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The quickset reamer handle is broken; the metal spike at the attachment end near the spring has come loose and dislodged.